Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the unit. To solve the issue the power management board was replaced. All functional and safety checks to meet factory specifications were performed. It was stated that the unit can be used clinically.

Event description:
N/a.

Manufacturer narrative:
Due to characterization limit e1: event site name: (B)(6) hospital. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave hybrid, type I plug intra-aortic balloon pump (iabp) could not be turned on. There was no patient involved.